Event description:
The customer contact reported, the float valve in the solusets did not close when the soluset emptied. The soluset was being used to deliver 100ml of unspecified solution. After an unspecified length of time in use, the anesthesia staff noted the soluset emptied and the shut off valve did not close. No air has been delivered to the pt. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. No. (B)(4).